Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type ib endoleak of the bilateral common iliac arteries. The event is most likely anatomy related due to the calcifications within the iliac arteries (cautionary product use condition). Procedure related harms for this event could not be determined. Additionally, clinical identified a type iiia endoleak of the aortic components and a type iiib endoleak of the bifurcated stent graft. The type iiib endoleak of the bifurcated stent graft is most likely due to the use of strata material. The type iiia endoleak of the aortic components causation was due to a loss of overlap. The final patient status was reported to be discharged following a successful secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b1: adverse event/product problem has been updated. B5: describe event or problem has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented with a type ib endoleak in the right iliac. The physician elected to treat the patient by implanting an afx2 bifurcated device on (B)(6)2019. The endoleak was confirmed resolved and the patient reportedly is in stable condition and discharged. As of date, there have been no additional patient sequelae reported. Additional information: clinical assessment identified a type 3a endoleak of the aortic components and a type 3b endoleak of the bifurcated stent graft.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented with a type ib endoleak in the right iliac. The physician elected to treat the patient by implanting an afx2 bifurcated device on (B)(6) 2019. The endoleak was confirmed resolved and the patient reportedly is in stable condition and discharged. As of date, there have been no additional patient sequelae reported.